Manufacturer narrative:
H3: upon receiving the device, it looked to be used with a hole in the saline tube. The device was decontaminated and it was found that device was leaking the saline when starting to prime the unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that saline leaked nonstop at high levels despite selecting different flow settings. This happened with 2 handpieces. The handpieces were removed from the room by the staff. There was no delay and no impact on patient outcome reported.